Event description:
Info received indicates the right head siderail will not latch.

Manufacturer narrative:
The tech found the latch return spring was turned sideways. He properly reinstalled the latch spring to repair the bed.